Event description:
In 2006, the patient was implanted with three (3) gore tag thoracic endoprostheses. The patient tolerated the procedure. Eight days later, the patient underwent a reintervention to resolve a proximal endoleak from coarctation of the proximal aorta. Two palmaz stents were placed and the endoleak was resolved. The patient tolerated the procedure. In 2007, the patient died from lymphoma.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: tg3410, tg3410.